Manufacturer narrative:
H10: e1- (B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that an o2 not available alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an o2 not available alarm had occurred. A philips authorized service provider (asp) went onsite and observed that a proximal line error appeared and with a modes issue. The philips asp determined that a calibration was required. The philips asp completed the calibration and resolved the reported issue. The philips asp completed a calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.